Event description:
The customer reported observing dried blood drops inside of a coulter act diff 2 analyzer while performing general maintenance. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer called customer technical support (cts) on the date of event and a cts representative guided the customer through troubleshooting procedures. The customer inspected the probe wipe and found blood buildup on the probe wipe. The customer cleaned the probe wipe and ran samples without observing leaks. (B)(4).